Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set ¿broke apart¿. Additionally, " the main body broke from the female connector on a twist clamp as it just kept turning". This was observed when the patient was attempting to disconnect themselves during pd training wit the nurse. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: upon follow up, the event was clarified as "the main body broke from the female connector on a twist clamp as it just kept turning". One actual sample was received for evaluation with the minicap attached to the female connector. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.